Event description:
It was reported that during a vein ablation procedure, the distal tip of the wire became knotted. Attempts at removal were unsuccessful and the entire system was removed. The tip of the wire dislodged at the entry site and was removed with a forceps. Patient status is listed as "okay".